Manufacturer narrative:
One suspect pump was returned for evaluation. The event history log (ehl) and service history records were reviewed. Visual and functional tests were performed on the returned device. Upon visual inspection, downstream occlusion (dso) seal torn was noted. Also, the device failed the latch lock test upon functional testing. The probable cause of the reported problem is defective latch/lock mechanism. Dso seal and latch lock mechanism were replaced. The device passed all functional tests after the repair.

Event description:
It was found during investigation that the pump displayed the reported cassette attachment error and additionally downstream occlusion (dso) seal torn and latch lock failure was identified. There were no patient involvement and no patient harm.